Event description:
Revision total knee of stryker triathlon. Patient had original knee less than 1 year. Surgeon said the patient was complaining about anterior knee pain. Surgeon performed procedure and determined best path of action was a poly swap. Increase from 11mm poly to 13mm poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 11mm insert. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.